Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-23148.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: stimulation lead-b segment. The report of invalid impedance was confirmed. Analysis of the returned lead identified one broken wire in the stimulation end portion of the lead that corresponded to the proximal end of a lab swift-lock anchor. It was concluded that the fracture in the lead is consistent with an over stress condition the lead was subjected to while still in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-23148.